Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tube that is connected to c-ring that sprays water had a funny bend in it. Case was completed with another device. No patient was harmed.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154545 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/26/2021. An investigation was conducted on 04/05/2021. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and tissue was observed on the intact c-ring. Blood was also observed on the cannula handle. The scope wash tube was observed to be slightly bent at the center of the tube. No other visual defects were observed. Based on the returned condition of the device, the reported failure material twisted bent; c-ring was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tube that is connected to c-ring that sprays water had a funny bend in it. Case was completed with another device. No patient was harmed.